Event description:
It was reported that an ilet user experienced a hyperglycemic event with blood glucose readings over 400 mg/dl and a device display of ¿high¿ for several hours, following a shower and infusion set detachment, with subsequent infusion set changes and guidance provided to replace the infusion set, fill tubing only, and fill cannula. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute effects. Outcomes included transient impact to blood glucose management without need for hospitalization, professional medical intervention, or backup therapy. Investigation included troubleshooting and education by support staff addressing infusion set replacement and insulin delivery priming steps. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device alerts or alarms reported. It was concluded that the event was user-reported hyperglycemia with undetermined cause following infusion site management steps and that ongoing monitoring was advised.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.